Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "when opening a sizer the paper was sticking to the sides of the plastic container. The remaining paper causes a sterility issue". This record is for an unknown side. Device was not implanted and there was no patient contact.